Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. Blood glucose at the time of the incident is unknown. Troubleshooting was performed. The customer received a failed history pump error alarm prior to the critical pump error alarm. It was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump was received with critical pump error during testing. Unable to determine the root cause, problem isolated to motor force sensor. Unable to verify pump error 47 due to critical pump error.